Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the user was performing a left side ij and when removing the guidewire some resistance was met. When the guidewire was removed, the guidewire was shredded exposing the inner portion of the guidewire. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the user was performing a left side ij and when removing the guidewire some resistance was met. When the guidewire was removed, the guidewire was shredded exposing the inner portion of the guidewire. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, two dilators, and the product lidstock for analysis. Signs of use were observed on the returned components. Visual analysis of the guide wire revealed one major kink/bend towards the distal end. The guide wire was unraveled from the distal end, and the distal j bend was slightly misshapen but intact. Microscopic examination confirmed that the core wire had separated approximately 2.5cm from the distal weld. This resulted in the guide wire to become unraveled. Microscopic examination confirmed the separation of the core wire. It was noted that the core wire adjacent to the point of separation was severely kinked/bent. Both the distal and proximal weld were attached to respective ends of core wire and coil wire and appear to be full and spherical. Visual inspection of the longer dilator revealed that the distal tip was split/frayed, which is damage consistent with undue force applied during insertion/removal. No damage was observed on the shorter dilator. The major kinking on the core wire measured 564mm from the proximal weld. The accumulated guide wire length (proximal weld to point of separation added to point of separation to distal weld) measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.840mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The dilator length measured 5 7/16", which is within the specification limits of 5 1/14"-5 3/4" per the dilator product drawing. The guide wire outer diameter towards proximal end measured 0.01585", which is within the specification limits of 0.1560"-0.1600" per the dilator extrusion product drawing. The dilator outer diameter towards the distal end measured 0.1265", which is within the specification limits of 0.1250"-0.1370" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.056", which is within the specification limits of 0.055"-0.058" per the dilator extrusion product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. The proximal end of the returned guide wire (undamaged portion) was inserted through the distal tips of both returned dilators. For the dilator with the split/frayed tip, the undamaged portion of guide wire was able to pass with minor resistance. No resistance was encountered with the shorter dilator. The unraveled portion of the guide wire was unable to pass through either dilator due to the severity of the damage. Performed per IFU statement, which informs the user, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". A manual tug test confirmed that the core and coil wires were secure to the distal and proximal welds. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire again st needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken approxim ately 2.5cm from the distal weld. Despite the damage, the guide wire and dilator met all functional/dimensional requirements. No manufacturing defects were found during this investigation. (B)(4). The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.